Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and 2 screws were worn. The screws and motor was replaced. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the device was in need of repair for unknown reason. No further information provided. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.